Event description:
It was reported that the blanket was leaking from the corner seam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Section d updated with catalog number and section h codes have been updated to reflect the completed investigation. H3 other text : device not returned.

Event description:
It was reported that the blanket was leaking from the corner seam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.